Event description:
A customer notified baxter corporate product surveillance (cps) of one clearlink system non-dehpcontinu-flo soln set in which a leak was observed during infusion. The oncology pharmacy technician stated that he primed the tubing prior to adding the chemotherapy (fluorouracil (5-fu)) into a bag of 500 cc normal saline, with no issue. As the nurse released the roller clamp, the chemo began to squirt out of the tubing by the regulating roller clamp. The nurse reported that there was a slice in the tubing. The chemotherapy squirted onto the female patient (age unknown) receiving the therapy but no injury was reported. The daughter grabbed the set in order to stop the spill onto the patient and also got the chemotherapy on her skin. The daughter was sent to the emergency room for precaution but no injury was reported as a result of the contact with the drug. The oncology pharmacy technician mixed another bag of chemotherapy and the patient was able to receive her treatment. There was patient involvement but there was no other report of patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.